Event description:
Customer's friend called to report hospitalization due to high blood glucose. The current blood glucose reading is 238 mg/dl. The caller stated that the insulin pump was not delivering insulin which resulted in a call for the paramedics. Customer was taken to hospital for treatment. The site may have became separated during the night. Customer received the notification letter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.